Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6)2026, the patient reported receiving an unspecified high reading on her cgm, which led her to administer a higher-than-expected dose of insulin. The patient did not experience any symptoms and did not perform a fingerstick bg check at that time. She contacted emergency medical services, and paramedics arrived at approximately 5:30 pm. No fingerstick bg measurement was performed by the paramedics, and the patient was transported directly to the hospital. At the hospital, the patient was unable to recall the specific bg value obtained by fingerstick but stated that it was lower than the cgm reading. Due to the low fingerstick glucose value, the patient was treated with apple juice, orange juice, and intravenous fluids (the patient was unable to recall the contents of the IV). The patient remained in the hospital for approximately five hours and was discharged the same day. At the time of the report, the patient stated that she was ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.